Event description:
It was reported that during the surgical procedure, the system faulted and the system video became lost and could not be restored. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
Conclusions: the investigation conducted by field service engineering concluded that the system fault and loss of video experienced by the customer was caused by a non-isi monitor which was loading the system down. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure. As of november 1, 2006, there have been no reported recurrences of the issue at this hospital.